Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high frequency/low amplitude signals on the right atrial (ra) channel that appeared related to oversensing of the minute ventilation (mv)/respiratory sensor signal. In addition, a stored ventricular episode showed inappropriate shock therapy was delivered due to supraventricular tachycardia (svt). Technical services (ts) discussed this was likely attributed to atrially-driven arrhythmia combined with the programmed onset/stability. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.